Event description:
A call center ticket was logged with the following text: "to install restored therapy ii pca kit" the indication for replacement of the therapy pca has not yet been reported. There was no report of patient involvement.

Manufacturer narrative:
(B)(4). A follow up report will be submitted upon completion of the investigation.